Event description:
It was reported that during a procedure, the device alarmed that the handpiece would not work. Then while washing the device, the tip came off. The case was completed with another device of the same product code. No patient consequence.